Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a reciproc blue files, 6x, sterile file broke during use. The broken part is not retrievable. Further treatment is tooth extraction. Further information requested.

Manufacturer narrative:
Additional information received; the patient's tooth has been extracted. This is a follow up report for this additional information. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 3165. The correct codes for this complaint are: health effect - clinical code - 4831. This is a follow up report to correct this code.

Manufacturer narrative:
Summary: the returned reciproc blue file r25 8/100 25mm 025 is broken in the active part (mixed conditions fatigue + torque). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1888935). Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).